Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it could not determine the root cause, and it could not presumed the cause from the obtained information. The event can be prevented by following the instructions for use which state: [6.7 storage of the high flow insufflation unit, foot switch, cylinder hose and medical gas pipeline adapter] hitting the equipment with an object or handling it violently may cause malfunction. Always handle the equipment carefully. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflation unit had a solenoid valve crack. The issue occurred during preparation for use, for an unspecified procedure. The intended procedure was finished with a similar device, no delay reported, and the patient was not under anesthesia. There were no reports of patient harm.